Event description:
The customer reported ... " the blood flow rate appeared to have a spontaneous change (180 initially) and changed to 150 during a change to the pt fluid removal rate. Change was noticed later in treatment, and changed back to the correct rate without incidence." No blood loss was reported. Machine runtime was not reported.

Manufacturer narrative:
No patient injury or medical intervention was reported. The MFR is aware of this machine malfunciton and is working on corrections. A follow-up report will be provided on conclusion of the investigation.